Manufacturer narrative:
(B)(4). Date sent: 09/10/2025. D4: batch #582d05. Additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? - yes. 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? ¿ n/a. 3. Or, did the device fully fire and stop during the automatic knife return? ¿ n/a. 4. Was there any difficulty opening the device jaws? - yes. 5. If yes, what steps were taken to open the jaws. ¿ manual override. 6. If the jaws could not be opened, how was the device removed. ¿ manual override. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with an gst60w reload loaded on the device. The reload was received with the one-piece sled missing and unfired making it nonfunctional. Upon visual inspection, the bailout door was noted to be out of position; however, the lever bailout was damaged. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 582d05, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device was blocked when it was fired the second time and had it manually removed. They opened new device to complete the procedure. There were no patient adverse event. No additional information provided.